Manufacturer narrative:
Results: the lantern was fractured approximately 58.0 cm from the hub. Conclusion: evaluation of the returned pc400 revealed a fully functional device. During functional testing, the pc400 was advanced through its introducer sheath and through a demonstration microcatheter without issue. Evaluation of the returned lantern revealed a fracture. This damage is likely the reported kink. If a kinked device is manipulated further, it may become fractured. If the device is forcefully advanced against resistance, damage such as a kink may occur. Based on the reported complaint, the root cause of the kink was unable to be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2019-00997, 2. 3005168196-2019-01000.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00997; 3005168196-2019-01000.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) using penumbra coil 400s (pc400s) and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing the first pc400 in the middle of the lantern; therefore, the pc400 was removed. While advancing the second pc400 the same issue occurred and the coil and the lantern were removed. Upon removal, the physician noticed that the lantern was kinked at the shaft. The procedure was then completed using another microcatheter and additional penumbra coils. There was no report of an adverse effect to the patient.